Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead incurred damaged on the electrode end. Moreover, it was observed during the procedure that the lead helix would not extend likely the helix mechanism was broken. In addition, it was also noted that the body of the lead looked like it buckled on its own. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the allegation against the lead was confirmed. Could not get helix to budge at all and body of the lead looked like it bunched on its own but helix would ot move. The rs- ptfe is bunched in several places and the rs- coils are deformed ad was out of alignment, due to the bunched ptfe, which can make the lead appear buckled, and it can prohibit helix movement.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead incurred damaged on the electrode end. Moreover, it was observed during the procedure that the lead helix would not extend likely the helix mechanism was broken. In addition, it was also noted that the body of the lead looked like it buckled on its own. The lead was never in service. No adverse patient effects were reported.